Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other three proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that an unspecified vessel puncture closure was attempted with four proglide devices, using a pre-close technique, via a 6fr sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a cuff miss occurred with all four proglide devices, as there were no sutures present after step 3 (removal of proglide plunger). The sheath was upsized to 14fr and the tavi procedure was completed. An additional proglide was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained on the use of the proglide device, but reportedly not established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.